Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream, upstream, air detect and flow rate accuracy tests and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had multiple upstream occlusion alarms. This occurred during preventative maintenance in the biomed service department. There was no patient involvement. No additional information is available.